Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece model lens and the surgeon did not like how the lens looked in the eye. The lens was removed with no injury to the eye, no suture required. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) (surgeon did not like how lens looked). Work search order. Results: visual inspection of the returned product found the lens optic torn into three pieces, with a piece torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval. (B) (4).